Event description:
The customer's caregiver reported, at 11:20 a.m., the customer obtained a blood glucose reading of 127 mg/dl on a contour meter. Upon retesting, at 11:22 a.m. On two different contour meters, the readings of 271 mg/dl and 341 mg/dl were obtained. The differences between the readings falls in zone "c" of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter, test strips and control solution were sent to the customer.